Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys anti-sars-cov-2 s assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in an anti-sars-cov-2 s value of < 0.400 u/ml accompanied by a data flag. This result was reported outside of the laboratory and questioned since the patient had been vaccinated. The sample was repeated on (B)(6) 2021, resulting in a value of > 250.0 u/ml accompanied by a data flag. The sample was then automatically diluted 1:10 and repeated, resulting in a value of > 2500 u/ml accompanied by a data flag. The > 2500 u/ml value was reported outside of the laboratory and a corrected report was issued. The lot number of the anti-sars-cov-2 s reagent is 51639401. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Calibration signals from (B)(6) 2021 were below expected values. Controls were within range prior to running the patient sample. The customer used 13 x 75 mm. Plastic tubes from a local manufacturer. Sample volume was 1.5 ml, which is below a target volume of 4.5 ml. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.